Manufacturer narrative:
Result: discharged nurse call battery.

Event description:
It was reported by service report that the new ibed upgrade was not working properly, and it was displaying an error code for a low nurse call battery. No pt involvement or adverse consequences were reported.